Event description:
During throat surgery the conmed pencil caught fire but did not injure the patient. The nurse believes they did not have a good seal and oxygen ignited the pencil. They continued with another pencil with no additional problems.